Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had cracked display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 102 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.